Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapies for detection of atrial tachycardia (af) with rapid ventricular response (rvr) sensed by the implantable cardioverter defibrillator (ICD) device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.